Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2014 with the following findings: the pump booted to the verify screen with audible and vibratory features. An e-z prime sequence and 24 hour duration test were successfully completed. The pump history showed no alarms outside of the range of normal patient use. The basal and bolus totals added up appropriately to the total daily dose total indicating that the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test and was found to be operating within required specification. Product analysis was unable to duplicate the reported complaint. Unrelated to the initial complaint, the display screen had a pinkish contrast but was still legible.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the patient made changes to the basal program and that the the total daily dose basal delivery totals did not match the bolus history totals. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.